Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801075, serial/lot#: (B)(6), ubd: 07-jun-2025, UDI#: (B)(4), product ID: 8801075, serial/lot#: (B)(6), ubd: 07-jun-2025, UDI#: (B)(4), product ID: 8801075, serial/lot#: (B)(6), ubd: 07-jun-2025, UDI#: (B)(4). There were a total of 3 sets of spheres used. H3: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation device being used for a tumor resection. Various pointers and reference frames used in sterile were poorly recognized. New product was opened and used. There was no reported delay to procedure. The issue was confirmed to be, due to the spheres. And new pack of spheres resolved the issue.